Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to move his legs shortly after the permanent implant. The physician explanted the devices and flushed the implant sites. The pt regained movement and feeling in his legs. The pt again could no longer move his legs and was taken back to surgery.